Event description:
After mapping with the optrell catheter in the left atrium and applying pfa (pulsed field ablation) energy to the left veins and right superior vein, hypotension was noted in the patient. Ice (intracardiac echocardiography) imaging was then used to confirm a pericardial effusion. A pericardiocentesis was performed and the patient was observed with the drain in place for 30-45 minutes. The patient was then transported to the operating room (or) for further intervention. The patient was then stable. The physician¿s opinion on the cause of the issue was not sure what happened. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).